Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Subsquently, this lead was surgically abandoned. No additional adverse patient effects were reported.